Event description:
On 10/27/2023, an FDA medwatch notification was received via email. A facility representative reported that an ar-8835-18 low profile screw head broke off during insertion. The body of the screw was left implanted and the head was removed. This was discovered during an orif of the right clavicle procedure on 9/13/2023. No further information was reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is misuse of the product, caused by the surgeon using excessive force and damaging the head of the screw. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.